Event description:
Review of programming history showed that the patient came into an appointment at unintentional settings that would indicate an incomplete diagnostics. The setting change was noted and settings were corrected prior to the patient leaving the appointment. It is unclear when the patient was change to those settings and if it was intentional or unintentional.

Manufacturer narrative:
Analysis of programming history.